Event description:
The patient reported a loss of therapy. The last two months the patient's pain has been worse for her. The patient has to take more medication and then she is fine. Going up and down the stairs was harder. They have always had trouble covering her back. It skips it and goes down her leg. The patient thought it was from her surgeries and the scar tissue. The patient was going to see about having an x-ray to see if the leads have migrated. The patient has hd settings that she thinks were done (B)(6) or (B)(6) of 2014. Sometimes the patient goes to bed recharging. The patient thinks she somehow sometimes turns it off in her sleep because it is then off because she starts to feel pain again. A week later the patient reported that she did not know what lead to the return of pain in the last couple of months. The patient wasn't working full time anymore. The patient has an appointment in one week to resolve the issues. The pain was almost to the point that it was not working. But sometimes the patient shuts it off by mistake and she can tell it helps. Four days prior the patient was standing at the "stading" counter and looking down, the next day she was crying in pain. The patient had "unreal pain" and she has a high pain tolerance. The indication for use included chronic low back pain, radiculopathy, and spinal pain.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator. The caller had x-ray for mammogram. The procedure was not due to a problem with the medtronic device or therapy. There were no symptoms reported. Caller reported having a revision on her system the day after (B)(6). Caller stated her therapy was working but progressively getting worse. Caller stated she was 'so out of it' she can't remember what they did. Caller to follow up with healthcare professional. Caller has appointment with doctor on the next day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# va0h82y001 serial# (B)(6) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
On the 2017-07-10 crts call the patient reported the additional information that the revision was due to lead migration, and that the lead "wrapped around her spinal cord". No additional symptoms or complications were reported for this event. ***************(B)(6)for information regarding insr communication issue and loose connector pin*********** ***************see (B)(6) for information regarding broken belt**********************

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that only their lead was revised, and not the entire system. The patient stated that the revision surgery occurred on (B)(6) 2016 and that they were unsure if they used the same lead or put in a different lead. The patient further noted that the battery was not replaced and that they only replaced the lead. The patient was redirected to their healthcare provider (hcp) to find out exactly what was done. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot#: va0h82y001, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received from a customer reporting that the patient had never been able to get stimulation to their lower back, and thought that this was due to scar tissue from prior spine surgeries, and spinal fusions not related to the device. The patient reported seeing a different surgeon for the revision and the lead was positioning was better. The patient reported that they believe that the intermittent/loss of stimulation happened when the ins was fully charged and the ins recharger (insr) was not disconnected right away. No patient symptoms or additional device complications were reported with this event.